Manufacturer narrative:
Actual and two (2) photographs of the sample were received for evaluation. Visual inspection was performed to the photograph and no particulate matter was observed. The reported condition is not clearly observed via the provided photograph. Meanwhile, the actual sample showed the jar and tamper evident label was torn which indicates that jar was opened. Additionally, the solution level was low which indicates that the patch was removed and some solution was poured out. The patch was removed from the jar and inspected which showed rough side of the tissue had black spot which is not present in the photo provided. It was also observed a significant number of hairs and particulate matter on the rough side of the tissue which indicates that the tissue was dropped. Therefore, the reported condition was verified. The cause of the condition was due to user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found on a vascu-guard peripheral vascular patch. The pm was further described as, ¿fluff on the product¿. The pm was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.